Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user reported being told she has thin skin. The end user reported that she cuts the tape border off. She stated that she saw dermatologist who recommended that she resume use of previously prescribed mycostatin powder and kenalog spray in multiple layers. The end user was advised to f/u with her care provider if issue worsens. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available a f/u report will be submitted. Reported to the FDA on (B)(4) 2014.

Manufacturer narrative:
The product associated with batch 2m00475 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. (B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
End user reports bright red rash with pimple like areas under the outer edge of the border of her mass and along the tape border. It was also reported she has had the rash for many years and that it comes and goes but, has recently worsened.